Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately one-month post deployment, inferior venacavogram revealed that the filter was tilted. Guidewire and retrieval cone were used to remove the filter but was unsuccessful due to the tilted filter. Another method to snare the cone using amplatz and gooseneck were also unsuccessful. Therefore, the investigation is confirmed for filter tilt and retrieval difficulties. However, the investigation is inconclusive for filter limb perforation. Per the provided medical records, the filter was deployed prior to bariatric surgery and abdominal hysterectomy. The current instructions for use states, "the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter." Therefore, the patient's abdominal surgeries could have contributed to any reported deficiencies. However, based on the available information, the definitive root cause is unknown. Labeling review: the current instructions for use states: precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter and struts were perforated the vena cava wall, aorta, mesentery and apex abuts wall; tilted and embedded in the wall of ivc. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The patient reportedly experienced lower back pain; however, the current status of the patient is unknown.